Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted quickly and multiple occlusion alarms occurred. Customer's blood glucose was 300-400 mg/dl. Customer declined follow up from tandem technical support